Manufacturer narrative:
On (B)(6) 2019, the end-user found an insect in a fold of a reusable towel during wound closure. The complaint was reported to the facility on (B)(6) 2019; a picture was provided to the facility of the insect. There has not been any additional information provided on the patient. The facility took the following actions: awareness documented training was provided to the employees of the involved incident. Historical review of the pest control reports, no quality exceptions were recorded. Increase of in-process inspections, no trending noted. Review our processes and procedures; no updates needed. A definitive root cause for the reported issue could not be determined, and no additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 the end-user reported that an insect was found in the fold of the sterile towel pack, during a surgical procedure on (B)(6) 2019.